Event description:
It has been reported to philips that the system is not booting up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. The technical investigation results indicates that there was a power-up issue in m cabinet ny/pdu. The f4 in ups circuit failed. The philips engineer has replaced the pdu fuses output. After replacement of the pdu fuses output, the system was returned to use in good working order. The codes were updated based on the investigation outcome.